Event description:
The device was returned to the service center with a report from the customer contact that the device gave an unspecified constant alarm with no display. This does not indicate a reportable malfunction. However, during verification testing at the service center, sparks and an abnormal burning and smoke smell was noted from the device.

Manufacturer narrative:
During testing, there was a burning smell and signs of fluid ingress around the ac receptacle. Further testing found evidence of burning and sparking on the power supply printed circuit board. The probable cause was due to fluid ingress. The customer contact's report for constant alarm with no display was not duplicated during testing. This report represents all the information known by the reporter upon query by hospira personnel.